Event description:
The forceps worked during the surgery. The thought is that the defect occurred during the cleaning process. There is a small black wire that broke during what the staff believe when cleaned. The forceps will not open and have been taken out of service.